Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  The system pcb assembly was then replaced and proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The removed system pcb assembly was then returned to physio-control for evaluation.  The failure analysis center evaluated the removed system pcb assembly and was unable to duplicate the reported power issue.  A component cause of the reported issue could not be determined.

Manufacturer narrative:
The initial medwatch report (device manufacture date) indicates: 04/17/2015. The initial medwatch report (device manufacture date)should indicate: 04/15/2015. The initial medwatch report (additional manufacturer narrative) indicates:  the third party service agent evaluated the device and verified the reported issue.  The system pcb assembly was then replaced and proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The removed system pcb assembly was then returned to physio-control for evaluation.  The failure analysis center evaluated the removed system pcb assembly and was unable to duplicate the reported power issue.  A component cause of the reported issue could not be determined. The initial medwatch report (additional manufacturer narrative) should indicate:  the third party service agent evaluated the device and was unable to duplicate the reported issue.  The system pcb assembly was the replaced as a precaution. Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The removed system pcb assembly was then returned to physio-control for evaluation.  The failure analysis center evaluated the removed system pcb assembly and was unable to duplicate the reported power issue.  A component cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  The device has not been returned to physio-control for evaluation.  Physio-control did however evaluated the electronic patient records and verified that the reported loss of power events did occur. The third party service agent has received the device for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered down several times while monitoring patient.  Specifically, the device was reported to have lost power 3 times.  The customer did indicate that they had a backup device available during the event, but did not need to use this device.  The patient did survive the event.  No additional patient information has been made available to physio-control.